Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2016 with the following findings: during investigation, the returned transmitter paired successfully with a test pump. During testing, blood glucose value was set to 120 mg/dl and the pump alarmed with a ¿transmitter out of range¿ alert before two hours elapsed. Evaluation revealed a discharged transmitter battery failure.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 006) issue. It was reported that the ant icon appeared in place of cgm reading. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and fail to react to any potential bg excursions.